Event description:
The physician successfully performed a balloon angioplasty of the target basilar trunk to treat 74% proximal and 79% distal stenosed lesions. Following angioplasty, the first stent (subject device) was placed across the distal lesion and the second stent was placed to cover the proximal lesion in overlapping fashion. After the procedure, the basilar trunk had 35% residual stenosis. There was no device malfunction and no patient complication noted during the procedure. However, several hours post procedure, the patient had right sided weakness. Imaging demonstrated an ischemic thromboembolic left pontine perforator/lacunar stroke with mild mass effect. The next day, new left cerebellar and vermian infarcts with small right temporo-occipital subarachnoid hemorrhage (sah) were found. The stroke was treated using medical therapy (not specified). The physician stated that the reported stroke related to use of the subject balloon catheter; however, the relations to the stent and the procedure are unknown.

Manufacturer narrative:
The device remains implanted and was not available for analysis. The device history record review confirms that the device met all material, assembly and performance specifications. From the information provided there was no indication that the device was not used as in accordance with the labeling or that this caused or contributed to the reported event. Hemorrhage, stroke and neurological deficit are known and anticipated complications to these types of procedures and are listed as such in the device directions for use and/or device labeling. Therefore, the root cause of this complaint will be classified as anticipated patient complication.

Event description:
The physician successfully performed a balloon angioplasty of the target basilar trunk to treat 74% proximal and 79% distal stenosed lesions. Following angioplasty, the first stent (subject device) was placed across the distal lesion and the second stent was placed to cover the proximal lesion in overlapping fashion. After the procedure, the basilar trunk had 35% residual stenosis. There was no device malfunction and no patient complication noted during the procedure. However, several hours post procedure, the patient had right sided weakness. Imaging demonstrated an ischemic thromboembolic left pontine perforator/lacunar stroke with mild mass effect. The next day, new left cerebellar and vermian infarcts with small right temporo-occipital subarachnoid hemorrhage (sah) were found. The stroke was treated using medical therapy (not specified). The physician stated that the reported stroke related to use of the subject balloon catheter; however, the relations to the stent and the procedure are unknown.

Manufacturer narrative:
The device remained implanted.